Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was scrapped and not used due to blood on tray. No further information available.

Manufacturer narrative:
Visual examination found blood/body fluids on the outside of the packaging/tray consistent with that being introduced at the time of procedure. The lead was otherwise normal.